Event description:
The following information was received from the patient via telephone conversation on september 23, 2008. A successful closure of an atrial septal defect (asd) with a 22mm amplatzer septal occluder was performed in 2004. Follow up echocardiograms showed the device in good position. The patient claimed to have developed atrial tachycardia one week after the procedure. In 2006, she claimed to have more arrhythmias as well as exercise and heat intolerance. She did not have any pre existing conditions before the procedure and only had mild palpitations. The patient does not have a defibrillator and has had no other cardiac procedures other than the device implant. She has reported to have been diagnosed with postural orthostatic tachycardia. A recent blood test also confirmed the presence of nickel in the bloodstream but no reaction has been seen. The patient does not know if she is allergic to nickel nor has she ever been tested. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.